Manufacturer narrative:
The associated device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that, per complaint details, the patient required a manipulation within a month of implantation (B)(4). Approximately a year later, the patient presented with an unstable knee and underwent an insert revision to a thicker constrained insert which reportedly, stabilized the knee (B)(4). S+n has not received the requested documentation to fully evaluate the root cause of the reported events. Although post-tka manipulation often results from aggressive scar-tissue formation post-tissue trauma (surgery), the definitive root cause could not be concluded (B)(4). Ligament laxity is also a known post-tka occurrence; however, without the requested documentation/information, the definitive root cause of the reported ¿unstable knee¿ could not be concluded (B)(4). The patient impact beyond the reported early post-op manipulation and the revision for instability could not be determined. Should additional information/ documentation become available, the clinical/medical task may be re-opened for further evaluation. No further medical assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as but not limited to abnormal motion over time, bone degeneration, fit/sizing, lack of ingrowth, lifetime of device, and traumatic injury. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a tka had been implanted in (B)(6) 2019, the patient presented recently an unstable knee. A revision surgery was performed to remove bcs poly; a thicker constrained insert was found to be stable. The patient outcome is unknown.